Event description:
It was reported that the patient had been experiencing discomfort in the legs. The patient underwent a lead pull procedure and the lead was kept by the medical facility. The patient was then sent to the emergency room (ER). Magnetic resonance imaging (MRI) was done and showed that the patient had an epidural abscess. The patient was admitted in the hospital and was administered with antibiotics. Upon follow-up, the patient had been discharged and was doing well.